Event description:
Device has been explanted.

Manufacturer narrative:
Additional/changed and/or corrected data : b.5., b.6., d.6b., d.9., g.1., h.3., h.6. Device evaluation: analysis of the returned device identified the device to be underweight, a broken shell, red particles in the shell and red particles in the gel. A visual and microscopic analysis was performed which identified a sharp broken on the posterior and a delamination of the orientation dot. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a sharp pattern on posterior of broken device assessed as an unidentified (tear) opening. A delamination total of the orientation dot (cohesive failure).

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and exchange from textured to smooth due to concern with the product.

Event description:
Patient reported a right side pain, rupture and exchange from textured to smooth due to concern with the product. Healthcare professional has confirmed. Device remains implanted.